Event description:
While wearing the external equipment, the pt reportedly had no sound perception. In 2005, the pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was functioning. Programming adjustments were made. The center continued to monitor the pt. The pt's performance did not improve. The decision was made to explant the pt's c1 device.